Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." There was no product returned or lot number provided, no detailed investigation can be performed.

Event description:
An eye care professional reported that a patient experienced a corneal ulcer associated with use of solocare aquify lens care solution and wear of focus monthly visitint contact lenses. The patient was referred for treatment of a possible staphylococcal infection. Request has been made for additional information, however, no further information has been provided.